Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise. Five episodes were recorded on the device where shocks were aborted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.